Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels. The customer also reported that the infusion sets had kinked, that the device did not alarm no delivery, and sensor glucose and blood glucose had differences. The sensor glucose reading was 50 mg/dl, compared with the blood glucose reading of 600 mg/dl. The customer reported that she switched to an old insulin pump before symptoms began, and was wearing the old device at the time of admission. The customer's symptom included vomiting. The cause of the visit was due to dehydration. The customer was released after 10 hours. The customer performed the high pressure test and it passed. The customer did not feel comfortable with the device and requested a replacement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.